Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following a femoral intervention via 8 french sheath, the angio-seal was attempted to be used. There were no difficulties with arterial access, sheath, guidewire, or catheter. A pre-deployment angiogram was performed. There were not any issues with insertion, deployment, or withdrawal of the device. There was bad pulsation flow; therefore, when they attempted to advance the plug, it would not advance halfway through the sheath. Manual pressure was held and the patient was stable. Blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.